Event description:
It was reported that 49 days following a coronary artery drug eluting stenting treatment procedure the pt experienced an aneurysm. The physician placed a 3.0x28mm taxus express2 drug eluting stent in the left anterioer descending (lad) coronary artery. 49 days later the pt presented to the hop with an aneurysm in the lad at the level of the stent. The physician treated the lesion with a 4.00mm quantum balloon. The pt was reported as doing well following the procedure.